Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2022, a cable broke inside of the tensioner and could not be removed. Procedure was completed with a delay of ten minutes. This report is for a ø1.0mm cable lock for pistol grip cable tensioner. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4; d9; h4 h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to resolve surgical which conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on resolve surgical. Upon initial investigation, it was found that there is a segment of damaged cable lodged within the device. Due to this lodged cable, a new cable is not able to pass through the device, which in turn will not allow the device to function as intended. This cable was able to be removed from the device in order to test the device. Results of calibration testing were passing with no fraying present. Containment not required. Device still functions as intended. The dimensional inspection was not performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the resolve surgical. The received condition of the resolve surgical confirmed that there is a segment of damaged cable lodged within the device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A DHR review was conducted and confirms the product met manufacturing specifications prior to shipping from resolve surgical. No further actions will be taken at this time. This complaint will be logged for trending purposes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.